Manufacturer narrative:
In this incident there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr.) To preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. Device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review. Further information regarding patient status will be submitted if it becomes available.

Event description:
Doctor reported a file separated in canal during procedure. Retrieval of the separated piece was attempted by the doctor, but was unsuccessful. The patient was referred to a specialist, though it is not known as of this report if the separated piece was successfully retrieved.